Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record (DHR) was not able to be reviewed as a lot number was not provided. Based on the information received, the cause of the reported ischemia, heart block, and st elevation was procedure related.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following a pulmonary vein isolation and mitral line ablation, the patient developed complete heart block and st elevation. Left heart catheterization (lhc) was performed and confirmed the circumflex artery was occluded. Percutaneous transluminal coronary angioplasty (ptca) was performed to open the vessel and the patient stabilized. No changes in temperature or impedance were observed during the procedure however the physician believed the event was due to an edema while ablating the mitral line, causing the occlusion of the circumflex. There were no performance issues any abbott device.